Event description:
Reporter alleged discrepant blood glucose results in the advantage system memory of 447 mg/dl at 9:10 am back to back with a result of 114 mg/dl at 9:12 am. Customer stated looking at the memory after a lab test had been performed during a routine doctor appointment. Reportedly other back to back tests were stated with discrepant results of 480 mg/dl versus 199 mg/dl and 400 mg/dl versus 185 mg/dl, however no specific times or dates were mentioned. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.